Event description:
A caller reported experiencing an issue with cgm error 42. The blood glucose level was not adversely impacted. Technical support assisted the caller by providing information on how to reset the pump, and after the reset, the error code did not reappear. The caller was able to successfully start their sensor session afterward.